Event description:
The customer reported a vent inop condition; post timer/ 24v failure and a clicking noise. Patient involvement is unknown, pending request for more information from the customer.

Manufacturer narrative:
Root cause: this power supply was tested and no faults were identified.